Manufacturer narrative:
The pump was received with intermittent button response due to a flattened express bolus and esc button dome switch. No unlocked lcd keypad connector noted. The pump was received with no blank display. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called in to report a keypad anomaly and a blank display. The customer's blood glucose level was unknown. The customer was advised to revert to a back-up plan and that the device would be replaced. No further details were provided.